Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a dissection event occurred post-atherectomy resulting in a large amount of thrombus. Three lesions were treated. The right proximal sfa lesion was 70% stenotic, moderately calcified and 10mm in length with a reference vessel diameter of 6.0mm and 3 patent run-off vessels prior to therapy. An unspecified size oad was used for intervention, but the details are unknown. The residual stenosis was 20% and the 3-vessel run-off remained patent w/o pta or stent placement. The right mid-sfa lesion was 70% stenotic, severely calcified and 60mm in length. The reference vessel diameter was 6.0mm with 3 patent run-off vessels prior to therapy. A 2.0 classic crown oad was spun at 143k rpms for 118sec. This oad was exchanged for a 2.25 classic crown oad which was spun at 97k rpms for 64sec. The lesion demonstrated 50% residual stenosis, so angioplasty was performed with a 6.0x80mm abbott fox cross balloon at 3atms for 100sec, then a 6.0/40mm abbott fox cross balloon at 2atms for 60sec. The residual stenosis was 20% and the 3-vessel run-off remained patent. The right mid-pop to atk and below-the medial-epicondyle lesion was 70% stenotic, severely calcified and 25mm in length. The reference vessel diameter was 5mm with 3 patent run-off vessels prior to therapy. A 2.0 classic crown oad was spun at 143k rpms for 57sec. This oad was exchanged for a 2.5,30 micron, solid crown oad which was spun at 92k rpms for 54sec. The lesion demonstrated 50% residual stenosis, so angioplasty was performed with a 5.0x30mm abbott fox cross balloon inflated to 3atms for 120sec, then at 2atms for 126sec. The residual stenosis remained 50% and the 3-vessel run-off remained patent. A dissection of this lesion resulted in a large amount of thrombus and a thrombectomy filter wire and an extraction catheter were used. Alterplase was administered via bolus and infusion and the thrombus resolved. The patient experienced a hematoma after the procedure requiring a blood transfusion which resolved the low hemoglobin. The patient was doing well after the procedure and was discharged to home the next morning. The patient remained asymptomatic at the 30-day follow-up. Results at the 6 month follow-up: patent stents x 3 mid and distal right sfa; patent right popliteal and posterior tibial atherectomy; psvr for proximal sfa was 1.4.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #4 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. Csi ID# (B)(4).